Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Post procedure interrogation revealed that the right ventricular (rv) lead exhibited loss of capture. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was confirmed. A complete lead was returned in one piece. Electrical testing found an internal short between the inner coil and outer coil conductor paths beneath the distal ring electrode. After removing the distal ring electrode and the helix housing to examine the condition of the inner insulation beneath the distal ring electrode, the inner insulation was noted to be punctured in two locations beneath the distal ring electrode. The cause of the reported event was due to the punctured inner insulation exposing the inner coil beneath the distal ring electrode region.

Manufacturer narrative:
Correction: section h11- added the missing device history record (DHR) statement. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.